Event description:
(B)(4). It was reported by the territory business manager that the prox4s custom mechanical weelchair calf arms were replaced with the t-arms, as the support weld was broken. There was no injury reported.